Event description:
On (B)(4) 2010 a customer contacted (B)(4) laboratories technical support department to report that while wiping the surface underneath the evolis wash manifold, with disinfectant, she cut the back of her hand with one of the aspirate needles. The evolis is a 4-plate self-contained microplate processor system designed for use with multiple eia assays. The customer stated that at the time of the incident she was wearing gloves. The day of the incident the evolis was used to run the following assays: gs (B)(4) plus o eia, gs (B)(4) eia 3.0 and ortho hcv version 3.0 elisa test system. The customer stated that there were no reactive samples for the gs (B)(4) plus o eia and the gs (B)(4) eia 3.0 assays. However, the customer reported that the ortho hcv version 3.0 elisa assay run had 3 reactive patient results. The customer reported the incident to the facilities medical officer. The customer also saw a physician and they are doing baseline testing at 6 weeks, 3 months and 6 months. The customer is not on any prophylactic treatment.